Event description:
It was reported that the patient presented for an implant procedure. It was noted during implant that after the right ventricular (rv) lead was positioned in the septum, unsatisfactory capture thresholds were observed. The physician attempted to retract the helix, the helix was distorted. The rv lead was removed. The patient was stable.

Event description:
New information received notes the unsatisfactory parameters were due to distortion of the right ventricular (rv) lead that happened while retracting the helix. The distortion happened due to the patient's difficult anatomy and manipulation of the lead. The patient was stable.

Manufacturer narrative:
The reported events were unsatisfactory capture threshold, helix mechanism issue and ¿helix got distorted¿. The reported event of helix mechanism issue was confirmed but the reported events of unsatisfactory capture threshold and ¿helix got distorted¿ were not confirmed. As received, a complete lead was returned in one piece with the helix retracted and clogged with blood/tissue. Due to the as received procedural damage at the distal region of the lead, attempt to extend the helix was performed by applying torque to the inner coil. Without cleaning, the helix could be extended and retracted with the helix extension length measured within specification. Electrical testing did not find any indication of internal shorts, but conductors were found broken/separated at the distal region consistent with procedural damage. Visual and x-ray examination of the helix mechanism found no anomalies or distortion of the helix that could contribute to the distorted helix reported in the field. The cause of the reported event of helix mechanism issue was isolated to the helix being clogged with blood/tissue.